Manufacturer narrative:
Additional information (28-sep-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control was in range and no issues were noted with other patient samples indicating that the dimension exl instrument and sodium assay were performing acceptably. Repeat of the same patient sample yielded expected sodium results. No potential product issue has been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00265 was filed 24-sep-2021.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant, falsely depressed sodium (na) result on a patient sample obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same instrument on the same date. The repeat result was higher and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed sodium result.